Event description:
Patient had iol implanted in right eye on (B)(6) 2025 and reported that she does not wear glasses as she is pleased with her vision. However, she is experiencing halos, little lines coming out when she sees lights at night. This is occurring in both eyes. The patient said that her doctor is testing and mapping her eyes and reported having prk (photorefractive keratectomy) which she called ¿zapping¿ twice. According to the patient, the procedure is to shave part of the cornea off. Reportedly, a contact lens was put on top of it temporarily. At the time of this report, the patient said she is having an upcoming procedure that is probably to remove the contact lens or prk. Johnson and johnson performed follow-up to get clarification on the reported event but the customer has not responded. No further information is available. A separate report is being submitted for the patient's left eye.

Manufacturer narrative:
Section a2 age or date of birth: unknown/not provided. Section a4, patient weight: unknown/not provided. Section a5, ethnicity: unknown/not provided. Section a6, race: unknown/not provided. Section b3, date of event: unknown/not provided. Section d6b, if explanted, give date: not applicable as the iol remains implanted. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.